Manufacturer narrative:
Upon further discussions with the account it was reported that the patient did not require any medical intervention for their injury.

Event description:
It was reported a patient fell out of bed and the bed exit did not alarm. The patient was reported to have suffered bilateral subdural hematomas. Upon inspection of the bed, no defect was found to indicate the bed had malfunctioned.

Event description:
It was reported a patient fell out of bed and the bed exit did not alarm. The patient was reported to have suffered bilateral subdural hematomas. Upon inspection of the bed, no defect was found to indicate the bed had malfunctioned.